Manufacturer narrative:
(B)(4). Date of initial report: 12/22/2010 under MDR number 1717344-2010-01006. Date of follow-up report: 04/07/2011. A visual examination of the incident device revealed tissue in-between the jaws. Tests for resistance, jaw gap, jaw splay were within the allowed range. The device was tested on simulated tissue for proper activation and know function with acceptable results. Date sent: 02/14/2014.

Event description:
The customer reported that the device was used for sub total gastrectomy procedure. The handle ratchet could not be released so resection of tissue was done to remove the device from the tissue. There was no bleeding and no pt injury.